Manufacturer narrative:
Notes to form 3500a and justification for information not provided as required per 21cfr803.52 is below. Trilliant surgical attempted to obtain the omitted information (items 1-11 below) as part of internal complaint handling activities. Patient age at time of event, date of birth and weight not reported. Date of event is unknown. The event is considered to be when the screw started backing out due to patient noncompliance. Catalog # and serial # not utilized by trilliant surgical. Expiration date not applicable (n/a) to non-sterile trilliant surgical products. Lot # and unique identifier (UDI) # could not be confirmed. Implanted date was not reported. Reprocessor name and address n/a to this report. N/a to this report. Device manufacture date could not be confirmed. N/a to this report. Because screw length is unknown, brand name and model # feature 'xx' in place of the length measurement. Due to this unknown screw length, lot # and unique identifier (UDI) # and device manufacture date could not be confirmed and device history record (DHR) review could not be conducted. --investigation. -evaluation of similar complaints: review of the complaints log from (B)(6) 2019 to (B)(6) 2020 identified six (6) events of a screw backing out of the mib system. These ccrs had unknown root causes or were not closed with an identified root cause at the time of this review. -DHR review: as limited information has been provided following a good faith effort, the lot number remains unknown so DHR review could not be performed. -review of surgical technique: minimally invasive bunion plating system instructions for use, 900-01-016 rev d corresponds to this event. Limited information was provided for the surgical technique / conformance to the IFU so it is unknown if the physician / user was described to have followed the IFU. -visual / dimensional inspection: part was not returned so no visual / dimensional inpsection occurred. -simulated use testing: simulated use testing was not conducted as a result of devices not being returned nor with similar parts. Due to the nature of the event with patient noncompliance applying abnormal excessive force to the surgical site, simulated use testing was not performed. -investigation conclusion: it was determined that the patient experienced pain from a 2.4mm x xxmm tiger screw backing out. The patient was reported to perform weight bearing activities earlier than recommended from the doctor's post-operative instructions. The root cause of the removal case and the 2.4mm x xxmm tiger screw backing out is patient noncompliance.

Event description:
On (B)(6) 2020, a trilliant surgical sales representative called to report that doctor 1 would be removing a 2.4mm x xxmm tiger cannulated screw (length unknown - 200-24-0xx) from the most proximal interfragmentary screw hole of a minimally invasive bunion plate, right (300-70-001). The 2.4mm tiger cannulated screw had backed out of the construct causing localized pain at the surgical site post-operatively. Doctor 1 has scheduled surgical intervention to remove the screw for (B)(6) 2020 at facility x.. The sales representative was sent correspondence to collect further information regarding the implantation and explantation.